Manufacturer narrative:
(B)(4): batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Unk. Did the patient receive any preoperative chemotherapy or radiation? Unk. Were there any issues experienced with the device in the initial surgical procedure? No, there was no issue with the device. What healthcare professional fired the device and what is his/her experience with the device? Abdominal specialist who has many years of experience using our manual devices. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? A indicator was in the lower b position. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? They always wait 15 seconds prior to firing. Were there any issues with device use/firing? There were no issue during firing. What confirmation was received that the device completed the firing sequence? There was audible feedback from the head of the stapler when washer was cutted. Was the green checkmark visible at the end of the firing? Green mark was visible after firing. How may counter-clockwise revolutions of the adjusting knob were used to open the device? He turned the knob 2 full revolutions like it's presented on the knob of the stapler. Was there any difficulty removing the device? Surgeon felt like he was pulling something but he smoothly took it out. Was a complete transection of the white breakaway washer visually confirmed? Breakaway of the washer was visible. Was a leak test performed? If so, what type and what was the result? Endoscope visualization during lap procedure, everything looked alright. Was the staple line visualized endoscopically? Yes. How was the bleeding identified? The patient had lower back pain so they had to check it endoscopically and realized that colon was detached from rectum and anastomosis is fallen apart. What is the current status of the patient? They had revision on the same patient, surgeon oversaw the anastomosis so patient recovered well in intensive care unit, later on department and went home so she's fine. The following information was requested, but unavailable: can more information be provided on the shape of the staples in the cavity? Were the staples in the cavity b-formed? What was the total estimated blood loss (ml)? Was a transfusion required?

Event description:
It was reported that during a low anterior resection procedure, during the trial, stapler was inserted through the anus to create anastomosis. Surgeon opened the knob and connected stapler with the head, then he turned the knob in different direction to approximate the colon and made compression. Then he waited 15 sec as j&j stapler rule and fire the stapler. During the firing cycle audible feedback from the washer occurred which confirms that colon is cut. After that he pulled the stapler out and inspect the stapler head looking for ¿¿colon donuts¿¿ and everything was fine. After one day patient was bleeding bad and they did colonoscopy and found out that colon was not stapled and staples are spread all around rectum cavity. They did revision of the patient and put stitches to oversew anastomosis.